Event description:
It was reported that this implantable pacemaker system was explanted due to infection and antibiotics were administered. The physician decided to wait until the infection clears to implant another device system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field impact codes was updated.

Event description:
It was reported that this implantable pacemaker system was explanted due to infection and antibiotics were administered. The physician decided to wait until the infection clears to implant another device system. No additional adverse patient effects were reported.